Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that a mr290v vented autofeed humidification chamber was leaking water before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290 chamber revealed vertical crack line below the maximum water line near the rolled base on the chamber dome. The rolled base thickness of the chamber was found to be within specification. Conclusion: we are unable to determine the root cause of the chamber cracks, however our investigation indicates that the cracks are most likely due to mechanical stress. The stress source was unable to be identified. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A distributor reported on behalf of a healthcare facility in japan, that a mr290v vented autofeed humidification chamber was leaking water before patient use. There was no patient involvement.